Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer's touch screen function did not work after a software update, and the cursor moved autonomously. It was noted that the upper hinges were worn. The keyboard's left hinge was broken, and the keypad key was loose. Additionally, it was noted that the cord bay door, the bullet assembly were missing. The cooling fan was noisy. It was also noted that the radiofrequency (rf) head connector on the link electronic module (lem) had a loose contact, and hence, the rf head had an intermittent telemetry issue. The electrocardiogram (ECG) connector on the lem board had a loose contact, but was functional. All defective parts have been added/replaced. An electromagnetic interference (emi) repair was performed. The programmer then passed the final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's touch screen function did not work after a software update, and the cursor moved autonomously. There was no patient involvement.